Event description:
Wedged balloon cath until waveform change. Noticed it wasn't printing. Released the balloon, went over to press print, came back to wedge balloon again but noticed blood in the port. Doctor to bedside. Cxr done. No distress noted by patient. Of note, patient had a weak but constant cough, even during attempted wedge.